Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in aviva system 2. (B)(4).

Event description:
Customer reported a result of 407 mg/dl on aviva system 1 and a result of 124 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.